Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic media contact us that the plunger on her reservoir failed. No harm was committed; the customer used a different reservoir. Troubleshooting did not occur. No products were returned or replaced.